Event description:
A customer reported a leak inside their lh500 instrument. The volume of the leak was about 1 ml and was not contained within the instrument. There were no erroneous patient results generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The field service engineer (fse) found that the tubing from pinch valve pv40 to vacuum chamber vc7 was clogged and was causing the vacuum chambers to overflow. The fse replaced the tubing through pinch valve pv40 and the leak was fixed. Upon recur, the failure mode identified could cause erroneous results for diff parameters due to improper drain of the chambers. (B)(4).